Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) eleven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope not being detected was due to a faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also found cosmetic wear and tear (front panel is cracked). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The light source was sent to the olympus service center with no complaint. Upon inspection and testing of the returned device, it was observed that it had a faulty scope socket resulting in a scope not being detected. This report is being submitted for the event found during evaluation. There was no patient involvement.